Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the unit passed the mdu5 plus basic functional test. No error messages were observed during the test. The unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08893 and 2134265-2017-08894. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, the motordrive unit 5 plus was not able to perform auto pullback and the imaging was also dropping intermittently. The physician tried to load the motordrive 5 plus into the sled properly, however the issue was not resolved. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08893 and 2134265-2017-08894. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, the motordrive unit 5 plus was not able to perform auto pullback and the imaging was also dropping intermittently. The physician tried to load the motordrive 5 plus into the sled properly, however the issue was not resolved. No patient complications were reported.